Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 6/8/2017 returned test strips produce e-2. Most likely underlying root cause of e-2 errors is due to a scratch crossing the electrodes under the spacer material. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for meter not going to test accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak, tired, frequent urination and excessive thirst. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in her purse. During the call on (B)(6) 2017, a back to back blood test was performed by the customer and produced a message of 8888 but no result using true metrix air meter. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is 5/21/2017. The meter memory was not reviewed for previous test result history. Customer states that after inserting the test strips in the meter, meter does not go to 8888, and it shows a picture of the test strips, and then applies the blood but it does not give me a results. Customer states she was given a benadryl shot for allergies and they informed her that her blood sugar would rise as side effect. Customer is not concerns with symptoms. States that she would rest because she has a cold.